Event description:
It was reported that 8 years and 7 months post implant of this 25mm hancock valve, the patient presented to the emergency room with worsening of shortness of breath (sob) or dyspnea and intermittent chest pain. It was reported that a chest x-ray discovered mild interstitial edema and patient was treated with a loop diuretic medication. It was reported that post medication an echocardiogram sho wed ejection fraction of 55% and upon patient's fluid level returned to normal (euvolemic), the medications were withheld/discontinued. It was reported that the patient was discharged on (B)(6) 2026. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.